Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and cyst that is deemed not device related. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported right side rupture and cyst that is deemed not device related. The device has been explanted and repalced non-allergan device.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior and weight to the spec. A visual and microscopic analysis was performed which identified: sharp broken on posterior, crease fold and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as a surgical impact opening, for the stress mark in the shell. Additional, changed, and/or corrected data.

Event description:
Device has been replaced with non-allergan device.